Event description:
When using baxter duovent primary IV tubing in conjunction with secondary IV tubing attached to a baxter 6201 IV pump, with large volume secondary infusions or subseqeunt infusions a retrograde of secondary infusate backs up into primary IV tubing; into the primary bag. There seems to be difficulty due to pressure from secondary bag causing a lack of control for back-check of the solution.